Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2209801 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was not released properly, and part of it was left in the advancer tube and partially deployed into the tissue. There was no reported patient injury. The device was used for a percutaneous coronary interventional procedure. The device was stored and prepped according to the instructions for use. The device was used in an interventional coronary procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. Part of the sealant was left in the advancer tube. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6. As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was not released properly, and part of it was left in the advancer tube and partially deployed into the tissue. There was no reported patient injury. The device was used for a percutaneous coronary interventional procedure. The device was stored and prepped according to the instructions for use. The device was used in an interventional coronary procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. Part of the sealant was left in the advancer tube. The product was not returned for analysis. A product history record (phr) review of lot f2209801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment partial¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was not released properly, and part of it was left in the advancer tube and partially deployed into the tissue. There was no reported patient injury. The device was used for a percutaneous coronary interventional procedure. The device was stored and prepped according to the instructions for use. The device was used in an interventional coronary procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. Part of the sealant was left in the advancer tube. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant was observed on the catheter shaft, and the advancer tube was partially exposed. The procedural sheath was not returned with the device. The condition of the returned device is like a device failing to deploy. The device was inspected for damages that may have contributed to the reported incident, and no visual damages or anomalies were observed. Per functional analysis, a simulated deployment test to ensure functionality of the returned device was performed. The shuttle was detached from the black handle and advanced completely without issue. The advancer tube was observed properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2209801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment partial¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.